Event description:
The customer reported the system failed to produce fluoroscopy x-ray attributed to a communication failure error message. This likely resulted in a system lock up for the customer. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.